Event description:
Surgeon told me about a possible problem with the t2 recon kit, he felt that in recon mode, the 12 lag screws converged.

Manufacturer narrative:
Same patient per (B)(4) MDR 9610622-2010-00108.